Manufacturer narrative:
(B)(4). A sample was received for evaluation, which included a visual inspection and functional testing . There was nothing found that could have caused or contributed to the reported problem. The reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv disconnect cap could not be removed from a transfer set's spike using a uv assist device during patient use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.